Event description:
Reporter alleged blood glucose device generated a result prior to dosing the test strip with blood or control solution. Customer stated the meter displayed a result of lo, so customer self treated with candy as a result. Customer indicated afterwards dosing a test strip and obtained back to back readings of 214 and 240 mg/dl. No other actions were taken or treatment reportedly received as a result. A request was made for the return of the suspect device and replacement product was sent.